Event description:
It was reported that a patient experienced peritonitis, became septic, and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. The cause of death was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. It was not reported if the patient was recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. On an unreported date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.